Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 2.5 mcg/ml of prialt at 0.70 mcg/day via an implantable pump for non-malignant pain. It was reported the patient had a trauma which required prolonged hospitalization. It was confirmed the trauma and hospitalization were not related to the patient's infusion device or therapy. Consequently, the patient's pump was currently empty (as of (B)(6) 2019) and the device was alarming. It was confirmed the patient was due for a refill and therapy had not been intentionally discontinued. Empty pump considerations were reviewed with the doctor. The doctor planned to refill the pump on (B)(6) 2019. No symptoms were reported as a result of the empty pump. It was indicated the event occurred on (B)(6) 2019. Additional information was received from the healthcare provider on (B)(6) 2019. The hcp was refilling the pump and was switching the medication from prialt to dilaudid, bupivacaine, and clonidine. Programming assistance was provided. It was reported the prialt was not controlling the pain as desired. It was reported this issue began about four months earlier (relative to (B)(6) 2019). No further complications were reported or anticipated.